Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported no telemetry and no pacing output. Battery depletion and high current drain were also found. Further analysis determined the high current drain condition was due to leakage in an output transistor of an integrated circuit.